Manufacturer narrative:
Adverse event term was updated to 'no reflow of coronary artery post pci'. Cec adjudicated the event 'non q-wave mi (target vessel), mdt extended historical peri-pci.' The cass site graft mid-rca was involved in the mi. PMA / 510(k) # updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of hypertension and previous mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure, the patient had one resolute onyx drug-eluting stent implanted in the rca graft. On the same day as the index procedure, the patient suffered a myocardial infarction in the rca. No reflow post stent placement most likely related to debris shift. St elevation occurred and patient developed bilateral arm/jaw pain. The patient was treated with intragraft/intracoronary nitroprusside and cardizem. The patient recovered.

Manufacturer narrative:
The event was assessed by the investigator as not related to antiplatelet medication but possibly related to the study device. Include ethnicity & race. If information is provided in the future, a supplemental report will be issued.